Event description:
The patient's device had reached if=yes, and the physician referred the patient for generator replacement surgery. No surgical intervention has occurred to date.

Manufacturer narrative:
Internal investigation results. Previous supplemental MDR #1 inadvertently did not include the internal investigation results, which were completed on 11/23/2016.

Event description:
Internal investigation completed on 11/23/2016 showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) , corrected data: 12/15/2016. Previous supplemental MDR #2 inadvertently did not include the aware date for supplemental MDR #2, which was 12/15/2016.

Event description:
The patient had generator replacement surgery due to low battery. The generator was not available for return from the explanting hospital.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that interrogation of the patient's generator showed a 25% battery indicator even though the patient had been implanted (B)(6) 2015 less than a year ago. A review of device history records for the generator shows that no unresolved non-conformances were found. Per the decoded programming history data, the device seemed to be depleting normally up to the last date of the available data, (B)(6) 2016. Additional relevant information has not been received to date.

Event description:
Additional programming history data was received form the physician. The last date of the available data was 11/10/2016. The battery reached the 25% indicator on (B)(6) 2016, but has not reached ifi in the available data.